Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of the incident and the current blood glucose was 262 mg/dl. The customer¿s blood glucose level was 263 mg/dl. The customer was treated with bolus for high blood glucose. It was reported that the customer alleges pump was under delivering and old pump blood glucose was ok. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis